Event description:
It was reported that the patient underwent a left tha. Subsequently, it was reported that the patient experienced delayed wound healing "due to belly fold". As a result, 6 weeks after initial implantation, the area was debrided, and dry dressing was changed 3 times a day. This event was reported to be resolved. No further patient impact reported.

Manufacturer narrative:
A2: the patient was reported to be 67 years old. D6a: unknown date in 2020. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.